Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on the performa meter, compared to a professional meter, within 10 minutes: 164 mg/dl (peforma meter) and 48 mg/dl (hospital meter). The patient was unconscious at her house when the 164 mg/dl result was taken. The paramedics were called and the patient was taken to the hospital. The patient was treated with glycosylated solution at the hospital. The patient was in the hospital for 2 hours. Return of the suspect device was requested for evaluation.